Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that replace sensor alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. The reported event of a replace sensor alert is reportable based on the finding of an early sensor expiration due to a stale stop command. No injury or medical intervention was reported.